Event description:
Caller alleged false negative troponin I (tni) results on triage cardiac panel test compared with the dimension exl. Pt came in with epigastric pain. Pt was transferred out and the customer does not know the final outcome. Customer tested on two different lots. Customer reported test results on lot w51119b, which is on the recall list. Customer also repeated same samples on lot w51129b, and the tni was <0.05. Lot w51129b is not on the recall list. Sample type: whole blood (wb).

Manufacturer narrative:
In house testing of cardiac lot w51119 and 51129 with cal j(n=3) resulted in all values in the one (1) mfg range. No false negatives result was observed. All results of the retain testing met the release requirements. All data points with cal j (both lots) were within the manufacturing one (1) sd range. As of (B)(4) 2012, this is the only complaint against this device lot 51119. As of (B)(4) 2012, this is the only complaint against this device lot 51129.